Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd ultra-fine¿ ii insulin syringes had black foreign matter inside their barrels. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: the inside of the barrel is becoming black. This issue was observed in one polybag only in one shelf carton. There was no problem with the products in the other polybags and these products are being used."

Event description:
It was reported that 7 bd ultra-fine¿ ii insulin syringes had black foreign matter inside their barrels. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: the inside of the barrel is becoming black. This issue was observed in one polybag only in one shelf carton. There was no problem with the products in the other polybags and these products are being used."

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 1256984 for foreign matter in syringe. This is the 1st related complaint for foreign matter in syringe on lot # 1256984. Investigation summary: customer returned (6) 3/10cc, 8mm, 30g syringes (1 was returned with approximately 11 units of a clear liquid in the barrel) in an open poly bag from lot # 1256984. Customer states that the inside of the barrel is becoming black. All returned syringes were examined and 2 out of 6 samples exhibited ink smears on the surface of the barrel. See attached photos. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (ink smears on barrel) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 05th sep 2022 catalog and batch #: 326638 and 1256984. Catalog description: syringe 0.3ml 30ga 8mm 7bag 420cas jp. Issue: fm liquid. Analysis of sample: customer states that the inside of the barrel is becoming black. All returned syringes were examined and 2 out of 6 samples exhibited ink smears on the surface of the barrel. Process: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there were zero (0) notifications noted that pertained to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.